Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that an alert for charge limit reached was observed. When the manual capacitor maintenance test showed the same message, the decision was made to explant the device. Patient was fine after the operation.

Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory. The device was tested on the bench and the hv capacitors were found to be anomalous, causing the charge timeout.

Event description:
It was reported that an asymptomatic patient presented with charge time over the upper limit. After performing the capacitor maintenance, the charge time was normal. Patient will be closely monitored remotely.

Manufacturer narrative:
.